Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Upon implantation of a unilif cage into the disc space, the posterior portion of the cage broke off. Leaving some of the cage on the inserter, and some in the patient. Surgeon pulled the broken piece of the cage out of the patient without any issues then used kerrison and pituitary to create more room for cage and successfully implanted another cage of the same size.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the fracture of an avs unilif spacer was confirmed via visual inspection of the returned device. The communication log indicates that the cage fractured upon insertion. The user may not have properly prepared the site for cage insertion. The communication log indicates that the space for the cage was very small and after the event occurred and the fractured implant was removed, the site required further preparation before another implant was successfully inserted. Conclusion: the root cause of the failure is likely due to the inadequately prepared insertion space.

Event description:
Upon implantation of a unilift cage into the disc space, the posterior portion of the cage broke off. Leaving some of the cage on the inserter, and some in the patient. Surgeon pulled the broken piece of the cage out of the patient without any issues then used kerrison and pituitary to create more room for cage and successfully implanted another cage of the same size.